Event description:
The physician was sticking a gist (gi stromal tumor) in the stomach. The pentax gfuc 140p ultrasound endoscope was in a straight position. After sticking the tumor, the doctor unlocked the handle to pull the needle out. There was a lot of difficulty getting the needle back through the endoscope channel. Once the needle came out, the nurse advanced the handle to expose the needle to retrieve the sample. At this time, they noticed the tip of the needle was bent. Device evaluation conducted on the (B)(6) 2013 confirmed the needle could not be fully retracted. This report is being submitted on the basis of the reporting precedence for the non-retraction of echo needles and not in relation to the report of a bent needle. A section of the device did not remain inside the patient's body. The patient did not require any additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of the outcome. There were no echo-hd-25-c (echo) devices of lot number c872297 in stock at the time of the complaint investigation. 1 x echo device of lot # c872297 was returned for evaluation. The device was returned in the original packaging and was open on receipt. This echo device was received with the distal needle tip exposed from the sheath. It was possible to fully advance the needle. The needle extension was examined and confirmed to be intact. The distal needle tip was confirmed to be bent; it was noted that this failure did not occur at the cut out notch. It was not possible to fully retract the needle; the needle tip remained exposed from the sheath. It was determined that the bending of the needle distal needle tip was preventing the full retraction of the needle during the device evaluation. The complaint information received indicated the user encountered difficulty in withdrawing the device through the endoscope. This difficulty may be due to the needle not fully retracting and the distal needle lip being exposed during withdrawal from the endoscope. It was determined that a possible cause of the needle tip bending may be due to individual patient anatomy; the needle tip may have bent if the area being punctured with the needle was a particularly hard lesion. However, due to a variety of clinical conditions such as patient anatomy, endoscope positon or progression of disease state the conditions of device usage could not be replicated during the device evaluation. Therefore, it is not possible to conclusively state if this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal a discrepancy which could have contributed to the reported complaint issue. No corrective action is warranted at this time. This event did not impact the patient or user. The 2 year complaint history has been conducted for this rpn and the likelihood of this type of occurrence is low. The overall risk associated with this incident has been assessed and determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.